Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not duplicated in the evaluation. Review of black box data found that a partially discharged battery was installed in the pump on the complaint date. Total daily delivery added up correctly and it reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The electrical current draws were within specifications. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl associated with a battery life issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the alarm history did indicate that the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and no evidence of moisture inside the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.